Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object in the suction cylinder. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was that adhered to the suction cylinder. There was no delay in the start of the pre-cleaning. The suction channel was flushed with water and the instrument channel, the instrument channel port and the suction cylinder was brushed and cleaned with a lint-free cloth. The cleaning brush was replaced during reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the cleaning brush did not pass through the evis lucera elite duodenovideoscope. The issue was found during reprocessing for an unspecified diagnostic procedure. The procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the suction cylinder had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, for the following correction: e1: (reporter name and address), first/given name: remove ¿goat¿, and last name: remove ¿intentions¿ as these are not the contact¿s name and were entered in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. As damage to the suction cylinder and the nozzle was noted during the device evaluation, it is possible that the foreign material remained since the subject device had physical damage and the reprocessing method deviated from the instruction manual. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: tjf-q290v, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Tjf-q290v, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.